Manufacturer narrative:
A4, a5, and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 lost ao signal and the p level could not be increased. No patient harm was reported.

Manufacturer narrative:
Investigation summary: the cause of the low pump flow could not be determined as no data logs and limited clinical details were provided and no issue was found on returned product. The cause of the optical signal issue could not be determined as no logs from the field were returned for evaluation and limited clinical details were provided.

Manufacturer narrative:
D9 updated. The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.